Event description:
It was reported to nuvectra that a revision of the lead was performed due to impedance issue. A torn anchor was observed during the revision surgery. Subsequently, the lead and anchor were replaced and the patient is receiving adequate coverage.